Event description:
Boston scientific received information that a revision procedure was performed to implant a sub-q array as this patient experienced high defibrillation thresholds (dfts). During the procedure, the distal high voltage (df-1) setscrew of this cardiac resynchronization therapy defibrillator (crt-d) was found to be immobile. Subsequently, another device of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Inspection of the device revealed that both the df- and the left ventricular tip setscrews were stuck in the up position. Technicians were able to loosen the setscrew using a boston scientific model 6942 bi-directional torque wrench, and the side-rotational technique. Visual inspection noted all seal plugs were intact. The device was subjected to a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking, reed switch and recording functions of the device. Laboratory analysis confirmed the clinical observation of the stuck setscrew discovered during the implant procedure.